Manufacturer narrative:
Implant shedding. No product problem detected. The customer complained a k1052.4309. Camlog system. But, we reiceved a c1062.4309 conelog system! A product/manufacturing-related defect is excluded, as the customer's specifications do not match the complained product. Maybe the dentist mixed up the systems. Only parts from corresponding systems shall be used. Dentist should have consulted instruction, for use to prevent this from happen.

Event description:
Implant shedding.